Event description:
It was reported that the patient was dissatisfied as the artificial urinary sphincter (aus) could not improve the leakage of urine. A replacement surgery was performed. There were no further patient complications related to the event.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of urinary incontinence was confirmed through product analysis, as the identified tear in the balloon could lead to fluid loss limiting the function of the device. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 800 was thoroughly analyzed. Visual inspection of the cuff component identified the cuff tab had been cut; however, it likely occurred during explant. There were no leaks or abnormalities identified during functional testing. The pump was visually inspected, however, no damages or abnormalities were found. Visual inspection of the balloon localized scaling and a tear in the outer edge of the balloon shell. The balloon could not be functionally tested due to the identified tear. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient was dissatisfied as the artificial urinary sphincter (aus) could not improve their incontinence. A replacement surgery was performed. There were no further patient complications reported.